Event description:
The patient mentioned that he started v-go 20 on (B)(6) 2019, and that a v-go he had been wearing on (B)(6) 2019 had fallen off of his stomach. The patient stated that the v-go that fell off had been applied to his stomach for over 24 hours but could not provide a specific timeframe. The patient was educated about making sure to change the v-go every 24 hours.